Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the needle detached from the deployment device was confirmed and is likely related to the manufacturing process. A single photograph of a damaged 18g powerglide pro deployment device was returned for evaluation of this complaint. Consistent with the event description, the device contained evidence of clinical use (e.g., the catheter had been deployed off of the needle and usage residue was present on the device). The needle cannula had completely separated from the deployment device housing. No bends were apparent in the needle cannula to indicate a difficult placement or excess manipulation of the device. The proximal end of the needle had been covered with a red sharps protector cap; therefore, the characteristics of the needle in this location could not be observed. The green needle hub was still inlaid within the deployment device housing and appeared unremarkable to gross visual observation. It appears that the proximal end of the needle may have become detached from the needle hub allowing the needle to separate from within the housing. Possible contributing factors could include a weak adhesive bond, an improper cure of the adhesive, or dimensional incompatibility between the needle cannula and needle hub. This event was likely related to the device manufacturing. Bd is working closely with manufacturing to help prevent recurrence of the reported event. A batch history review (bhr) of regx0903 showed no other similar product complaint(s) from this batch number.

Event description:
It was reported by the customer that "this week we had another product malfunction during insertion. A different nurse reports when removing the guidewire and needle, the needle separated from the device and guidewire and remained in the patients arm. The nurse was able to remove the needle separately without incident or harm to the patient. No reported resistance or hardship with insertion."

Event description:
This week we had a product malfunction during insertion. A nurse reports when removing the guidewire and needle, the needle separated from the device and guidewire and remained in the patients arm. The nurse was able to remove the needle separately without incident or harm to the patient. No reported resistance or hardship with insertion. Just product malfunction.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) review is not possible, as no manufacturing lot number has been provided by the complainant.